Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, after firing at mesenterica inferior, the tissue fell out of the closed magazine, in a direct way. Normally, the stapled tissue stuck inside the magazine, in closed position. They checked the staple line to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit was sealed with the appropriate packaging which indicates that the received product was not part of the product event. Functionally, the loading unit was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. A review of the device history record for the product indicates the following non-conformances were noted do not release until census designated place (cdp) is closed, not related to reported condition. If information is provided in the future, a supplemental report will be issued.